Manufacturer narrative:
The field service engineer changed a sipper probe as it showed signs of deterioration. No further issues occurred after this action. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). UDI number was provided as (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted with an hcg + beta value of 0.6 uiu/ml, which repeated as 11368 uiu/ml. The hcg + beta reagent lot number was 47048901, with an expiration date of 30-sep-2021.